Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The reported blood glucose reading was 168 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The customer was disconnected during priming. The customer stated that he will work with his doctor to adjust his settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.